Event description:
Pt reported obtaining back-to-back blood glucose results of 280 mg/dl and 90 mg/dl on the advantage sys. The following day, pt reportedly performed an add'l set of back-to-back tests with results of 280 mg/dl and 125 mg/dl. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. While on the line with technical support, pt was unable to locate the discrepant values in the device memory. Qc testing had not been performed on the advantage sys. Technical support requested the return of the suspect prod and replacement prod was shipped.